Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The sensor interface board and control panel were replaced. The unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a failure of the unit to switch to manual ventilation when requested, during preuse checkout. There is no report of patient involvement.

Manufacturer narrative:
Per additional information received there was no loss of ability to switch ventilation modes. A preuse check of the machine, as contained in the user manual, will pick up such a condition. The preuse test failed, notifying the user of the reported condition. Unit continues to ventilate and alarms remain functional. Failure of the sensor interface board to identify the unit is in manual mode is an electronic issue that does not affect the ability to manually ventilate. The event was not reportable.